Manufacturer narrative:
Product analysis #(B)(4):equipment used: video inspection system (m-81850), ruler (m-83360), pin gauge sets (m-84083, m-84080), camera (panasonic lumix dmc-zs5) drawing(s) referenced: n/a as found condition: the pipeline flex w/ shield pusher was returned for analysis within a shipping box; within an opened pipeline flex w/ shield outer carton; within an opened pipeline flex w/ shield inner pouch. The introducer sheath was also returned. The phenom-27 micro catheter used in the event was not returned for analysis. Visual inspection/damage location details: the hypotube was found stretched with the ptfe shrink tubing found intact. No damages were found with the proximal bumper, resheathing pad, and resheathing marker. The distal wire was found broken between the resheathing pad and the dps sleeves. The distal segment (dps sleeves/restraint and tip coil) was not returned for analysis. The braid was already deployed and not returned for analysis. Testing/analysis: the pipeline flex w/ shield device could not be used for resistance testing as the braid was already deployed and due to the damages found. The broken distal wire was sent out for sem testing. Conclusion: based on the analysis findings, the customer report of ¿stuck in catheter hub¿, ¿resistance during re-sheathing¿ were confirmed as the damages found is consistent with resistance. The hypotube was found stretched, and the distal wire was found broken, indicative of retracting the device against resistance. Sem results of broken distal wire: ¿the wire failed via tortional overload.¿ possible causes for resistance are damaged catheter, damages to the pushwire, damages to the braid, user does not maintain continuous flush, or user pulls back on/ torques wire while retracting ped in micro catheter. Customer reported all devices were prepared per IFU. As the phenom-27 micro catheter used in the event was not returned for analysis, any contribution of the phenom-27 micro catheter towards the resistance could not be assessed. The phenom-27 micro catheter is compatible for use with the pipeline flex w/ shield. Ngod10 (B)(6) 2022. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline experienced resistance during resheathing and at the microcatheter hub. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the ica. The max diameter was 8mm, and the  neck diameter was 4mm. The patient's vessel tortuosity was moderate. The landing zone was 4.2mm distal and 4.6mm proximal. It was reported that the device was placed distally to the aneurysm and an attempt was done to deliver the device. After initial deployment the device failed to take wall apposition. The pipeline was resheated and resistance was observed while deploying it again. While trying to withdraw the device it was stuck in microcatheter hub. The physician had tried to release the load/slack in the system, but this did not resolve the issue. There was no damage to the catheter or pipeline pushwire. However, itwas noted that the pipeline was damaged. The patient did not experience any injury or complications. Angiographic results post procedure showed slow filling in the aneurysm. The devices were prepared according to the instructions for use (IFU). Additional information received reported that the pipeline initially opened. It was noted that the device got stuck in the microcatheter.